Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to prior combination of deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging migration (one of the struts that appears bent away from the remainder of the struts extending into the left renal vein), tilt, fracture (one of the struts appears bent away from the remainder of the struts), vena cava perforation, organ perforation (mesenteric). The patient further alleges ¿I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, "ivc filter is predominantly infrarenal in position and is tilted towards the right with the tip abutting the wall of the ivc. The apex is oriented towards the right renal vein with one of the struts that appears bent away from the remainder of the struts extending into the left renal vein. There is perforation of the left lateral wall of the ivc by a strut extending out 9 mm and the anterior wall with strut extending out 5 mm. No fluid surrounding the ivc. Due to lack of IV contrast, patency of the ivc cannot be assessed and it cannot be assessed whether it is stenotic.¿ original: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2014 at (B)(6) memorial hospital, (B)(6) by implanting physician (B)(6) ".

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2014. The patient alleges to have been injured without further explanation.